Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized three weeks prior. The customer stated their current blood glucose was 463 mg/dl. The customer stated they did not feel well to document their hospitalization. Customer stated they would call back to document the hospitalization when they feel well. The customer declined to return the insulin pump for analysis.